Event description:
It was reported that stent moved on balloon. A 3.00 x 38mm synergy xd drug-eluting stent was selected for treatment. However, during unpacking of the device, it was noted that the stent was not well placed over the balloon of the stent delivery system and the catheter. The procedure completed using an alternate device. No patient complications were reported.

Manufacturer narrative:
Date of event- used the first date of the month of the aware date as no event date was provided.

Manufacturer narrative:
B3. Date of event- used the first date of the month of the aware date as no event date was provided. Device evaluated by MFR.: synergy xd mr ous 3.00 x 38mm stent delivery system was returned for analysis. Examination of the crimped stent via scope found stent damage with struts pulled from proximal to mid-section of device and bunched. There was no evidence of movement of the remainder crimped stent on the balloon. The stent showed no signs of movement and was set between the proximal and distal markerbands. The undamaged crimped stent outer diameter was measured by snap gauge and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent moved on balloon. A 3.00 x 38mm synergy xd drug-eluting stent was selected for treatment. However, during unpacking of the device, it was noted that the stent was not well placed over the balloon of the stent delivery system and the catheter. The procedure completed using an alternate device. No patient complications were reported.